Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. E1. Initial reporter last name, email address and occupation unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that before use with the device water was leaking from the circuit connection. There was no patient involvement and no patient harm reported.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: no product was returned to verify or replicate the complaint. No photographs were provided by the customer. However, the customer reported that the circulating water leak had improved after replacing the o-ring. Based on the situation, it can be assumed that the water leaked dur to deterioration of the o-ring. A DHR review was unable to be completed as the serial number was not provided.